Manufacturer narrative:
H6: investigation summary: a sample was received and investigated by our quality team. The customer's complaint of separation was immediately apparent, verifying the complaint. Microscope was used for further visual analyses and a lack of solvent in tubing juncture was found to be the root cause of this failure. When primed, the leak in silicone segment became apparent which verified the customer's complaint. " a device history record review for model 2426-0500 lot number 20073445 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that one as lvp 20d dehp 3ss cv tubing set fell apart, and another set leaked. The following information was provided by the initial reporter: "event 1: it was reported that one had a note leaking. Event 2: it was reported that one tubing fell apart." "One had a note leaking - the other one tubing fell apart."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: 1354, FDA patient problem code: 2199.

Event description:
It was reported that one as lvp 20d dehp 3ss cv tubing set fell apart, and another set leaked. The following information was provided by the initial reporter: "event 1: it was reported that one had a note leaking. Event 2: it was reported that one tubing fell apart." "One had a note leaking - the other one tubing fell apart."